Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a device user interface issue where the sleep/wake button was unresponsive, and the device could only be awakened while on the charging pad. Symptoms included no clinical effects. Outcomes included no impact on therapy, no alarms, and no medical intervention. Investigation included remote troubleshooting and education with the user, including placement on the charging pad, device unlock, and a device restart. Investigation of this case revealed that the button functionality returned to normal after restart, consistent with a transient device performance issue localized to the user interface control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient, non-reproducible software or user interface anomaly resolved by reboot.